Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the lot number was not reported, therefore; no determination can be made as to the contributing factors that caused the reported discrepancy. Conditions that may contribute to the device coming out of the artery may include excess retraction pressure/force, large sheath size or large arteriotomy. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. The lot history record for this product could not be reviewed and a query of the complaint-handling database could not be performed because the lot number is unknown.

Event description:
It was reported that a physician attempted arteriotomy closure using a starclose se device in the common femoral artery after a diagnostic procedure. Reportedly, after deploying the vessel locator wings, when the device was pulled back against the arterial wall to check for resistance, the device came out of the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the starclose se device. Though requested, additional information was not provided.